Manufacturer narrative:
(B)(4). Date sent: 1/11/2023. Additional information: standard operating practice is to fire first with green cartridge and then follow with blue cartridges. The surgeon uses buttress (baxter peri strips) on the anvil side for the last firing at eg junction of sleeve gastrectomy procedure. Leak test is standard practice and was performed. The patient did not present any difficulty. The surgeon felt everything went smoothly. However, leaks were still experienced. Not sure of the tissue quality at the location of the leak. Patient is doing better.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2023. Additional information was requested and the following was obtained: what was observed at the site of the leak upon reoperation? Surgeon did a washout of cavity and placed drains how was the leak addressed? Surgeon used suture to address area of leak at ge junction where was the leak? At the ge junction what color cartridges were used and on what anatomical structure were they fired upon? Blue cartridge was fired using a peri strip buttress strip only on the anvil side which is normal practice for this surgeon could you please provide a timeline of events? Patient was readmitted one day post-op, laparoscopy was completed to address the leak, drain was placed and patient has since recovered. What is the current patient status? Patient has recovered and is doing well. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? Surgeon can't pinpoint exactly what caused the leak, but has since started to use the medtronic device for the last 12 gastric sleeve procedures. Surgeon has used ethicon products throughout entire career; until now. H6: health effect - impact code.

Event description:
It was reported that post-op to the leak in a sleeve gastrectomy bypass procedure the leak was in the area of the last firing of the sleeve. They are uncertain as to the reason/cause of the leak. No additional information was provided from the np or surgeon at this time.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? What color cartridges were used and on what anatomical structure were they fired upon? Could you please provide a timeline of events? What is the current patient status? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.